Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with yellow drainage at their driveline exit site at an office visit on (B)(6) 2022. No other signs of infection were noted on a clinical exam. The driveline exit site was cultured and revealed staphylococcus epidermis on (B)(6) 2022. On (B)(6) 2022 the patient had a follow up appointment where cultures were again positive for staphylococcus epidermis. White blood cells were also elevated. The patient was to start doxycycline 100 milligrams twice a day for seven days.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that on (B)(6) 2022 the patient still had drainage and tenderness at their driveline exit site. Doxycycline was continued. On (B)(6) 2022 the driveline site was clean and dry with no signs of infection. The infection resolved without sequalae on (B)(6) 2022.